Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an overdischarged battery. It was reported that this was at least the second time that this happened. They reported difficulty recharging and only able to get approximately 2 bars which was causing them to take up to 24 hours to recharge. It was reported that possibly some weight gain since implant may have led or contributed to the issue. The patient and medical doctor were electing to revise the pocket and replace the battery while they were revising the pocket. The issue was not resolved at the time of the report. It was reported that they last charged about 2 months prior. No surgical intervention occurred but it was planned. It was reported that it had not been scheduled yet. Relevant medical history includes spinal pain.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient called in regarding the letter they received. The patient reported that their weight at the time of the event was 181 pounds. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was scheduled for replacement on (B)(6) 2017. The issue will not be resolved until that time. No further complications were reported.